Manufacturer narrative:
Examination of the returned set screw found the device was undamaged could be assembled properly and securely within the concomitant device polyaxial screw that was also returned. The set screw was lacking indentations on its surface which would have indicated that the device has been securely tightened against a spinal rod within the implanted construct. Examination of x-ray images that were provided revealed that the anchor points at the distal end of the construct were under significant stress due to the pt's kyphotic curve. The device history record was reviewed for completeness during the release process to inventory. At that time no discrepancies were noted for the products being accepted. No other complaints have been reported for this production lot. The cause of set screw loosening cannot be positively determined. However, it is possible that all of the anchor points of the construct were not retightened prior to closing the pt. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.

Event description:
International affiliate reports this and two other implanted depuy spine set screw had loosened and separated from pedicle screws in situ. Surgery was performed and two of the set screws were retightened and the third set screw was changed out. As an add'l surgical procedure was required to address the set screw loosening. Medwatch reports are being filed to document this event. This medwatch report is being filed for the set screw that was changed out. Medwatch report numbers 1526439-2010-00040 and 1526439-2010-00041 and being filed for the other two set screws that were involved in this event.